Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ battery / model #: 1650 / catalog #: 1650 / expiration date: 31-oct-2021 / serial or lot#: (B)(4) / UDI #: (B)(4) / device available for evaluation: yes, return date: 11-jan-2022 / device evaluated by MFR: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes / mfg date: 14-oct-2020 / labeled for single use: no / (B)(4). Brand name: heartware ventricular assist system ¿ battery / model #: 1650 / catalog #: 1650 / expiration date: 30-apr-2022 / serial or lot#: (B)(4) / UDI #: (B)(4) / device available for evaluation: no / device evaluated by MFR: no, device evaluation anticipated, but not yet begun / mfg date: 21-apr-2021 / labeled for single use: no / (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two (2) batteries were not charging. One of the batteries was not recognized by the controller when connected to either power port. Additionally the controller exhibited loss of power. The batteries were replaced and the controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: one (1) controller (B)(6) was not returned for evaluation. Two (2) batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of (B)(6) revealed that the battery passed visual inspection and functional testing. The battery was able to charge on the test battery charger with no observed anomalies. Failure analysis of (B)(6) revealed that the battery passed visual inspection. Functional testing revealed that the device was received in an inoperable state; the battery was unable to provide power or charge. Testing revealed that both the charge (chg) and discharge (dsg) field-effect transistors (fets) were disabled, while multiple safety flags were enabled. This is an abnormal arrangement of the battery control fets and safety flags, indicative of a fault of the main integrated circuit (ic) that controls the battery. An attempt to reset the main ic was able to reestablish the battery's functionality. As a result, the reported battery not charging and not recognized by the cont roller events involving (B)(6) were confirmed. The reported not charging event involving (B)(6) could not be confirmed. Review of the available autologs report revealed a controller power up event with an associated pump start event logged on (B)(6) 2021 at 16:11:08. Prior to the loss of power, an active adapter was connected to power port one (1) and (B)(6) was connected to power port one (2). After the loss of power, (B)(6) was connected to power port (1) and (B)(6) was connected to power port two (2). The controller was without power for eighteen (18) seconds. Raw log files were not available for analysis. As a result, the reported loss of power event. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the observed inability to provide power or charge involving (B)(6) event has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Additional products: d1: heartware ventricular assist system ¿ battery d4: serial#: (B)(6). H3: yes. H6: img code(s): g02013. H6: FDA method code(s): b01, b15. H6: FDA results code(s): c02. H6: FDA conclusion code(s): d01. D1: heartware ventricular assist system ¿ battery. D4: serial#: (B)(6). H3: yes. H6: FDA method code(s): b01, b15. H6: FDA results code(s): c19. H6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.